Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a grade 2 of diffuse lamellar keratitis (dlk) at 2 day post-operative exam on left eye (os). A brief description of the event indicated the patient had not obtained eye drops until the day after laser procedure. The patient's chief complaint is that eye felt injected (redness and swollen), epiphora (watery eyes), dull ache measuring 4 out of 10, and photophobic. Increased topical steroids were used to treat the dlk. There was no loss of visual acuity noted. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.50x -1.25 x 40, left eye pre-op 20/20 -4.50 x -.1.75 x 145.